Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. :concomitant medical products: 5076-52 lead, implanted: (B)(6) 2011; 4194-88 lead, implanted (B)(6)2011.

Event description:
It was reported that approximately two week post a device replacement procedure, an integrity alert was triggered for noise including high rate non-sustained episodes and short v-v intervals on the right ventricular lead. Two days later another alert was triggered for high svc coil impedance. The rv and svc coils were noted to have varying impedance. A rv coil fracture was suspected. Reprogramming was performed until the lead could be capped and replaced. No patient complications have been reported as a result of this event.